Event description:
Additional information received reported the device was explanted due to normal battery depletion.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the health care professional only replaced the stimulator and kept the leads anted bec ause the patient stated he ¿had perfect stimulation.¿

Event description:
It was reported that the patient had frequent discharges due to a broken/frayed cord. After the cord was replaced, the charging interval was shorter. Interrogation showed the battery was discharged. The patient status was alive with no injury. (Related pe for broken/frayed cord). Additional information reported that no malfunction was seen, nor a cause of issue determined. It was reported the patient was receiving effective therapy. It was reported that physician would be replacing entire scs on (B)(6) 2013.

Manufacturer narrative:
Device analysis for (B)(4) revealed no significant anomaly. The ins was functioning okay. There were insignificant anomalies.

Manufacturer narrative:
(B)(4). The previously reported conclusion code(s) 92 no longer applies to this event. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.